Event description:
Healthcare professional reported left side rupture diagnosed by ultrasound and MRI. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 18jul2024.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified. Rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, left side rupture. Diagnosed by ultrasound and MRI. The device has been explanted and replaced with another manufacturer's device.

Event description:
Healthcare professional reported left side rupture diagnosed by ultrasound and MRI. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Continued e.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture diagnosed by ultrasound and MRI. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on jun 27, 2024, with lot number 2523042. Based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, opening assessed as unidentified (tear) shell thickness was within specification). As per the investigation procedure particle was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.